Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a colectomy therapeutic procedure, the powerseal 5mm exhibited seal and cut error. The procedure was completed with similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure (incomplete seal and cut error) was confirmed. According to the investigation, device was functionally tested, and the device failed the functional test. The root cause could not be identified. According to the investigation, functional inspection detected error code i767. I767 informs that the seal cycle was not completed within the specified time. Also, the device, rotates clockwise and counterclockwise, clamp lock lever which can be locked in place and released. While testing with the esg-400 and usg-400 the device could not complete sealing process. The investigation stated that the event was caused by a high resistance that was preventing seal cycle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.